Event description:
Pt received methotrexate in dr's office. Pt was sent home on leucovorin rescue per vivus pump. 24 hrs after pt was hooked up to vivus, rn discovered pump had not delivered fluids or leucovorin.